Event description:
Device malfunction: unk. Time of device malfunction: unk. Symptoms/ae: death. It was reported that a patient expired during an unspecified operation. A perclose at device was used in the operation. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.